Manufacturer narrative:
The customer¿s reported ¿light changes by itself periodically¿ could not be confirmed, however, the repair inspection identified a colored image defect as the scope displays a green colored image. The colored image problem was isolated to a defective ccd unit. The inspection also noted the light guide fiber bonding at the distal end of the rigid insertion tube is damaged. The cause of the defective ccd cannot be determined at this time as the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer endoeye high-definition ii, autoclavable video telescope was returned the olympus repair center for a reported ¿the light changes by itself periodically¿ that occurred during procedure. During the repair inspection, a colored image defect was identified as the scope displays a green colored image due to a defective charged coupled device unit (ccd). No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture green colored image defect.

Manufacturer narrative:
The result of our investigation is consistent with the customer's description of failure. The customer reports that the light changes periodically. Olympus assumes that the customer refers to the image of the device and not to the outgoing light. During inspection, olympus detects varying-colored images (purple/green). By disassembling the device and testing the components individually, olympus can trace the image error back to the charged coupled device (r-unit). Furthermore, olympus identifies that the light-guide fiber composite at the distal end is damaged by external force (impact, shock, accidental dropping). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: r-unit ¿ defect in color: - unacceptable tension around the charged coupled device assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve." - unacceptable tension around the charged coupled device assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. - pre-existing damage to the charged coupled device assembly due to using a suboptimal adhesive device.¿ damaged light-guide fiber composite: the cause is very likely improper handling by the user (impact, drop, fall). Olympus will continue to monitor the field performance of this device.